Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient who was receiving dilaudid (1 mg/ml at 0.120 mg/day) via an implantable pump. The pump¿s indications for use (IFU) were noted as non-malignant pain and failed back syndrome-other. The other medications that the patient was taking at the time of the event were unable to be obtained. It was reported that the catheter was not flowing. A routine catheter access port (cap) study was performed prior to a planned pump replacement and there was an inability to aspirate cerebrospinal fluid (csf). The catheter was going to be replaced at the time of pump replacement. Surgical intervention had been planned, but had not been scheduled; the catheter will be returned after the planned explant. At the time of the report, the patient was alive with no injury and the issue had not been resolved. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.